Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an intermittent "select" button on channel a. This condition was found during programming/setup of the device in the intensive care unit, prior to use on a patient. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of intermittent "select" button on channel a. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that the device did not function, took new instrument, no further info is available. There was no pt consequence.

Manufacturer narrative:
The root cause of this issue is being investigated through CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).